Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that threads were sticking out of the insertion site for his infusion set. The customer's blood glucose value at the time of incident is unknown, but he reported that it went up to 401 mg/dl later that night. Troubleshooting for the high blood glucose was declined; the customer states that the insulin pump is working. No products were returned, replaced, or shipped.